Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during pacing testing during implant procedure. It was also noted that there was under-sensing of the ra lead signal with pacing not delivered when expected. This lead was electrically abandoned and replaced with a new one to complete the procedure. No adverse patient effects were reported outside of the prolonged procedure.